Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Customer was educated about performing the cartridge air removal step, acknowledged this information, and intended to fill and load the cartridge later. Customer declined further troubleshooting but requested replacements, which technical support agreed to provide despite not completing the full troubleshooting process.